Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3389s-40, lot# va0hs6n, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The rep reported that the patient's ins reached normal battery depletion and was replaced. The rep indicated that the patient's system had an open circuit on contact 10, which did not impact the patient's therapeutic settings. The rep reported that the explanted ins displayed open circuit and the replacement ins also displayed open circuit on contact 10. The rep specified that the explanted ins depletion was not impacted by the open circuit. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the cause was unknown. No further complications were reported as a result of this event.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial number: (B)(4)) revealed battery was at the end of normal battery life and telemetry and output were okay. If information is provided in the future, a supplemental report will be issued.